Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the vaginal vault raffia with mega suturecut needle driver, it became non-responsive. The rupture of the steel cable was visualized. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The instrument did not collide with any other instrument or tool. The issue was not related to opening/closing, left/right (yaw), or up/down (pitch) motion. No cables visibly protruded from the distal end of the instrument. The instrument had protruding cables that controls opening/closing of one side of the jaws. Protruding cables controls up/down motion of the wrist. No fragment fell inside of the patient. The instrument is available for return. The customer noted images/video were not available.